Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg and had to charge in an extended period of time. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively. Nothing was explanted or implanted.